Manufacturer narrative:
Per the clinic, the patient was prescribed with oral antibiotics on (B)(6) 2025, (duration not reported). Subsequently, the patient underwent abutment removal procedure on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.